Event description:
A surgeon reported that, during intraocular lens implantation surgery, the lens was torn by the handpiece injector. Additional information was received stating that, surgeon had no additional plan for treatment as lens only had minor problem on the lens rim. There was no effect on patient's vision and the lens still remains implanted.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.